Event description:
It was reported that during a lap cholecystectomy procedure, the jaws got stuck in the open position and in the trocar had to be removed with the device. Another trocar and device were opened to complete the procedure. There was no pt consequence.